Event description:
It was reported that the customer recieved a no delivery alarm. The customer's blood glucose level was 200 mg/dl before he left for school. The customer was unable to do troubleshooting because he had already done a complete set change. The alarm was resolved by a complete set change. Advised to call back when the alarm occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)